Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary matrix drawer failure. The customer reported that there was a delay as the user managed to get medication from another machine in the same room and also the issue occurred while dispensing medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following field had been updated with additional information: h6 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 9-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the matrix drawer failure. A field service engineer replaced the u plunger and successfully recovered the unit, inventoried the medications, confirming that the system was functioning properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary matrix drawer failure. The customer reported that there was a delay as the user managed to get medication from another machine in the same room and also the issue occurred while dispensing medication to the patient. There were no adverse events or injuries reported based on this event.